Event description:
Report received of an IV infiltration that occurred while the device was in use. The pump was programmed to deliver an unspecified amount of plasma-lyte at an unspecified rate. The customer contact reported that after 8 hours of infusion, the nurse noted an infiltration in the patient's right arm. The customer stated that the pump did not sound an audible alarm. The infusion was stopped. Reportedly, "shortly after" the patient was transferred to hospital for an unspecified surgical procedure to the right arm. Although requested no further information was available.